Event description:
The customer reported that the defibrillator failed to discharge in use on a patient. A different doctor used the same defibrillator and delivered energy to the patient. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.